Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient fell and broke their back on (B)(6) 2016 and the ins moved in their back. The patient saw their healthcare provider after the fall and they verified the ins and leads were fine.